Event description:
Device malfunction: none. Adverse event: bradycardia and hypotension. Adverse event: during and after the procedure. It was reported that in 2007, during a right internal carotid artery stenting procedure, following post dilatation, the patient experienced bradycardia that resolved after administration of intravenous neosynephrine. On an unknown date, the patient experienced hypotension and recurrent bradycardia. Both resolved on the following month, after blood pressure and rate control medications were withheld. No additional information is available.

Manufacturer narrative:
Study: a review of the finished device lhr did not reveal any nmrs which could have contributed to this complaint.